Event description:
It was reported that patient reports that they are not getting benefit from right side dbs. No environmental contributing factors that may have led to this issue. Patient has turned off the right side of dbs system. Right side dbs will be removed (B)(6) 2022 as the patient is no longer getting any perceived benefit and the thin of the scalp is thinning. The issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that it is unknown if all components are to be explanted as the procedure will be performed on 5/17/2022. The cause of the issue was not determined and has not been resolved at this time.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va16wy1 serial# implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Caller reported patient (pt) is no longer using dbs. On 2022-05-18 patient had the rod removed from their brain and all of the components on the right side removed because their scalp was getting thin.